Event description:
Cadd solis vip ((B)(4)) tpn bag emptied completely before it was time - tubing suspected to be the issue - cadd lo flo tubing lot # 46347, exp. 5/2021, pump serial number (B)(4). Client has been on service and tpn form over a year and is proficient in using this equipment. Additional occurrence happened on (B)(6) 2016, pump maybe available if not in use, tubing not available. Reason for use: anal cancer, malnutrition, dehydration.